Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that after a spin was performed and the screws had been placed, an instrument appeared to be a couple of millimeters off. It was off a couple of millimeters to the right. The screws were accurate. The site did a second spin and all the screws were accurate and instruments without issue. The site suspected that they contacted the frame. The stealth air frame and spinous process clamp were being used. The spine clamp was on l5 and when checking the accuracy at all levels, the inaccuracy was noted at l1. The site checked where the clamp was located and it was still off. An additional spin was completed and there were no issues. The procedure was completed with no reported impact to patient outcome. There was no reported surgical delay.